Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. Onsite troubleshooting revealed that no cause could be determined. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.